Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received blank display, low battery alert, power loss alarm and replace battery now alarm. The customer¿s blood glucose level was 108 mg/dl. The other relevant blood glucose level was 230 mg/dl. Troubleshooting was performed and noticed that the customer changed the battery five times, but issue was not resolved. The customer also stated that they were unable to complete troubleshoot. The insulin pump will be returned for analysis.